Manufacturer narrative:
The sewing ring was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated sewing ring met all requirements for release. The sewing ring was assembled per medtronic guidelines and no discrepancies were found that could have contributed to the reported event. According to the medtronic manufacturing procedure, it is mandatory to have one of the black lines aligned with the ring clamp gap; the mentioned sewing ring met this requirement prior to release. The reported event could not be confirmed since the component was not returned and there is no evidence or supporting data provided. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the vad surgeon that the black markers on the sewing ring were not positioned directly opposite from one another as per their usual location. The sewing ring was implanted with no reported patient complications or surgical delays. No further information was provided.